Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the instrument was checked before use and there was no damage or anything unusual. The surgical task being performed when the problem occurred cannot be determined, and it is not possible to answer whether the instrument collided with another instrument or tool during the procedure. No fragment fell into the patient's anatomy. There are no photographs or video recordings of the instrument or procedure available for review by the isi. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver was analyzed and found to have no damage or broken cables. The instrument was also found to have multiple input disks broken and cracked. Hairline cracks were found on grip input shaft. Input disk #7 was found broken into pieces inside of the housing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the large suturecut needle driver instrument wire at the branch was defective. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.